Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2020 for an extraction of the implantable cardioverter defibrillator system. The device had eroded through the patient's skin near the bottom of the device. It was also noted that the patient developed an infection. Both the device and lead were then extracted successfully. The patient was doing well before and post procedure.